Event description:
A hand held cautery was used during routine surgical placement of a borviac intravenous catheter in the right facial vein of the pt. A fire broke out in the neonate's warmer. Pt was on ventilator. Back up resuscitation bag flowing oxygen was next to the pt. The unit was the heat source in the oxygen rich environment. The surgeon who used the device did not know that oxygen was being delivered to the surgical environment.